Event description:
It was reported that the bd phaseal¿ spike connector (c180j) experienced broken spike. The following information was provided by the initial reporter: when the hcp spiked an infusion bag with c180j, the spike of c180j was broken.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) experienced broken spike. The following information was provided by the initial reporter: when the hcp spiked an infusion bag with c180j, the spike of c180j was broken.

Manufacturer narrative:
H6: investigation summary one sample and multiple photos were provided to our quality team for investigation. Through visual inspection, the spike is observed to be broken, a piece of the spike threading was stuck on the connector threading. Traces of the solvent used to bond the spike to the connector were observed. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including force testing to ensure the proper assembly of the device. As the lot involved in this incident is unknown, a complaint history review cannot be performed. Based on the available information and sample evaluation, we are not able to identify a root cause related to our manufacturing process. It is possible the damage occurred when inserting the device.